Event description:
It was reported that both of the patient¿s stimulators had been turning off by themselves. Their healthcare provider had confirmed that they were off. The patient seemed to be using the programmer appropriately. They were going to check the status of the stimulators more often. The patient had a loss of therapeutic effect. They started to go to the bathroom a lot. The patient was reprogrammed and had greater than fifty percent symptom reduction. They had recovered without permanent impairment.

Manufacturer narrative:
Concomitant: product ID 3058, serial# (B)(4), implanted: 2014-(B)(6), product type implantable neurostimulator. Product ID 3058, serial# (B)(4), implanted: 2014-(B)(6), product type implantable neurostimulator. Product ID 3889-28, lot# va0hzh6, implanted: 2014-(B)(6), product type lead, product ID 3889-28, lot# va0hzh6, implanted: 2014-(B)(6), product type lead, product ID neu_unknown_prog, product type programmer, physician. (B)(4).